Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a bit flip, which caused a power on reset (por) to occur on the same day as the patient was in-clinic for a device check. No diagnostic data was available. The implantable pulse generator (ipg) was interrogated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.